Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The surgeon reported that once the patient was positioned with a shoulder roll during a thyroidectomy, laryngoscopy was used to confirm that the endotracheal tube was positioned correctly. An electrode check was performed on the nim monitor; at first, vocalis 1 had a red x, but then it turned to a green check mark. Everything else had green checkmarks, and all of the impedances were within normal limits. The right recurrent laryngeal nerve (rln) was encased in an aggressive tumor; the difficult dissection may have caused neuropraxia, and that is why the right rln never responded to stimulation. That nerve was sacrificed due to the large, invasive cancer on that side. The left thyroid lobe and left recurrent laryngeal nerve appeared normal, and the dissection was routine; however, the left recurrent laryngeal nerve never stimulated (responded) at any point during the case, even though the nim system was providing the expected audible feedback that indicated that stimulus was being delivered. No error message displayed on monitor at any time. The stimulus was delivered using a range of 0.8 to 1.2 ma, and the threshold was set to the default setting. At the completion of the case, another electrical check was performed; at this time vocalis 1 alternated between a red x and a green check mark several times. The patient was scoped after extubation, and their left vocal fold was moving normally, indicating that the left rln was intact. There was no patient injury due to the reported issue.